Manufacturer narrative:
Unit received with cracked lcd window and cracked case at the display window corner. Unit received with blank display due to moisture damage on the electronics assembly. Unable to verify button error alarm/keypad anomaly and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. Pump received with moisture damage on motor, vibrator, keypad and battery tube assembly. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer¿s nurse reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 140 mg/dl. The customer reported that they had stuck button alarm and no keys were responding. Customer reported that there was fluid under the display. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.